Event description:
It was reported that the right atrial lead had high thresholds. The physician decided to not replace the lead for the patient's well being, so the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.